Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities except the setscrew marks were in the wrong location on the terminal pin. A stylet insertion test passed without issue. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, one day after implant, this right ventricular (rv) lead exhibited low sensing r-waves, pacing lead impedance measurements greater than 3000 ohms, loss of capture at maximum output, and high capture thresholds. This lead was explanted and replaced with a new rv lead. As of today, this product has not been received by boston scientific for further investigation. According to additional information, a chest x-ray was performed prior to explant. No additional adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed.

Event description:
It was reported that, one day after implant, this right ventricular (rv) lead exhibited low sensing r-waves, pacing lead impedance measurements greater than 3000 ohms, loss of capture at maximum output, and high capture thresholds. This lead was explanted and replaced with a new rv lead. As of today, this product has not been received by boston scientific for further investigation. According to additional information, a chest x-ray was performed prior to explant. No additional adverse patient effects were reported.

Event description:
It was reported that, one day after implant prior to patient discharge, this right ventricular (rv) lead exhibited low sensing r-waves, pacing lead impedance measurements greater than 3000 ohms, loss of capture at maximum output, and high capture thresholds. This lead was explanted and replaced with a new rv lead. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further investigation.